Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the (B)(6) of bacteria from the intestine wall and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced bacteria from the intestine wall, which resulted in peritonitis on (B)(6) 2011. Treatment was not reported. On an unreported date, the patient had recovered from peritonitis. The outcome of bacteria from the intestine wall was not reported. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the bacteria from the intestine wall as reported by the consumer.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h19059 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.